Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluations are completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the "device piece popped out" on the vasoview hemopro. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. Signs of blood and clinical use were observed. Tissue buildup was observed on the jaws. The heater wire was flexed away from the hot jaw and remained attached. Based on the condition of the device as returned, the reported complaint was confirmed. (B)(4).